Manufacturer narrative:
Patient weight has been requested but has not yet been provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months, 20 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced 7 beats of ventricular tachycardia (vt) cardiac arrhythmia on (B)(6) 2018. The patient was not symptomatic and IV heparin gtt was maintained. On (B)(6) 2018, the patient experienced more frequent episodes of vt up to 28 beats. The vad speed was decreased from 5800 rpm to 5600 rpm on (B)(6) 2018 for non-sustained vt. The outcome was reported as resolved. Additional information was requested but has not been provided.

Manufacturer narrative:
The patient's transplant was previously reported under MFR #2916596-2019-00912. (B)(4) was returned and investigated by the manufacturer under MFR #2916596-2019-00912. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported that the patient experienced 7 beats of ventricular tachycardia (vt) on (B)(6) 2018. The patient was asymptomatic, and their heparin drop was maintained. The patient continued to experience more frequent episodes of vt on (B)(6) 2018, up to 28 beats. The patient¿s vad speed was deceased from 5800 rpm to 5600 rpm on (B)(6) 2018 for nonsustained ventricular tachycardia (nsvt). Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient ultimately received a transplant on (B)(6) 2019. The pump was returned and investigated under (B)(4). The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient received a transplant on (B)(6) 2019. Multiple attempts for additional information regarding the events leading up to transplant were made, but no additional information was provided. It is unknown if the transplant was routine or related to an adverse event.